Manufacturer narrative:
The user reported receiving a 9 u bolus that was uncommanded. The physical controller was not available for investigation. The user uploaded android log files from the complaint device to the cloud system, which were then downloaded for further examination. An analysis of the android log files verified the delivery of a 9 u bolus on the date in question. The audit log files indicated that the "confirm" button was activated for a 9 u bolus, without any entries for carbohydrates or blood glucose levels. The engineering log files revealed that the "bolus" button was pressed to initiate the bolus calculator. These logs confirmed that there was no attempt to input carbohydrate or blood glucose values. The logs indicated a change in the total bolus value from 0 u to 9 u, despite the absence of carbohydrate or blood glucose entries, indicating a manual adjustment. Subsequently, the engineering logs documented the pressing of the "next" button to move to the confirm bolus screen, followed by the pressing of the "confirm" button to deliver the bolus. The bolus record confirmed the bolus was manually adjusted from 0 u to 9 u prior to initiation. A review of the log files found evidence of interaction with the controller to program and initiate the delivery of the 9 u bolus. No evidence of an uncommanded bolus was observed in the available logs. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient received an unprogrammed bolus. The patient called their physician who advised they remove the current pod.